Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed a blue bowtie pixel effect. The blue pixels were in the same direction of the laser output, where the blue arrow was. The pick points were reading low as well. The user lowered the firing power from 100% down to 70% which did not help the blue pixels dissipate. It was noted the user let off the foot pedal once. There were no patient complications reported in relation to this event.